Event description:
It was reported that the patient had a slight dehiscence at the midline incision site. The patient was given antibiotics. Additional information was received that the patients midline incision site was healed and was reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7128378.

Event description:
It was reported that the patient had a slight dehiscence at the midline incision site. The patient was given antibiotics.